Event description:
The customer received a questionable magnesium gen.2 result for one patient sample. The initial result was 4.8 mg/dl and was reported outside the laboratory. The result was questioned and the sample was repeated. The repeat result on the same analyzer and on another cobas c501 analyzer was 2.1 mg/dl. The repeat result was believed to be correct and a corrected report was sent. The patient was not adversely affected. The reagent lot number was 61396401 with an expiration date of 01/31/2017. The field service representative could not find a cause or duplicate the issue. He cleaned and adjusted the vacuum nozzle, flushed the vacuum line, checked all fluidic system, and checked the rinse water. As a preventative measure, he replaced all reagent probes. He ran precision testing and the customer ran tests and qc within results within the acceptable limit.

Manufacturer narrative:
A specific root cause could not be identified. Review of the provided reaction monitor showed no abnormalities. As the issue appeared to have been resolved after the service visit, a maintenance issue with the instrument was suspected.